Event description:
Pt back from or approx 1300. Procedure left total knee. Continuous passive motion machine placed under left leg and applied correctly. Pt kept putting right foot in between cpm machine rotating area. This caused a laceration between right great toe and 2nd toe. 9 stitches required.